Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The epidural needle tip bends easily. There was no patient injury.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings. A corrective action is not required at this time as the potential cause of the needle bending could not be determined based upon the information provided and without a sample. A corrective action is not required at this time as the potential cause of the needle bending could not be determined based upon the information provided and without a sample.

Event description:
The epidural needle tip bends easily. There was no patient injury.